Manufacturer narrative:
(B)(4). Batch # 890a59. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one psee45a device was returned with the handle shrouds partially opened and with a gst45w reload present. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the motor gearbox assembly bottom portion was noted to be disassembled from the gearbox, therefore making the device non-functional. In addition, a plastic handle pin was not properly seated into the hole of the shroud causing the misalignment of the shrouds. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic nephrectomy procedure that while attempting to staple the renal artery and renal vein that after the firing trigger was depressed the motor made a high pitch squealing noise then the firing trigger would no longer function. No staples were deployed, and the knife did not advance. Device was opened and replaced with another like device was used to complete the procedure. There were no adverse consequences for the patient.